Event description:
The lay user/pt contacted lifescan (lfs) on august 2, 2006, alleging that the test strip holder (tsh) keeps falling off the meter and that she had lost the tsh. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. The pt has had the meter for two mos. On an unspecified date and time, the pt felt dizzy and was vomiting. She was unable to test on her meter, because she had lost her tsh. She went to the ER, because of her symptoms and was told to take her medication by the physician (amount and type is unk). It would have been helpful to know the reading in the ER, diabetes regimen, how long ago the pt lost the tsh, date of event, any trauma toward the meter and the last time she was able to obtain a reading on the meter. The complaint is being reported because the pt experienced symptoms and was unable to test on the meter and went to the ER and was advised to take medication by the physician.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.